Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently entered the intended amount in the pump for multiple boluses; however, it ended up being too little insulin. Reportedly, the customer was approximating the units of insulin needed instead of calculating the boluses. The customer's blood glucose (bg) level ranged from 300-370 mg/dl. The customer's wife provided assistance by delivering a correction bolus and administering a manual injection to address bg. Reportedly, the customer continued to use the pump for insulin therapy.